Manufacturer narrative:
The company rep observed that the battery ran for 35 minutes. The company rep replaced the battery (0146-00-0039). The unit was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during transport while the unit was in use of a pt, the unit displayed the "low battery" message after approx 30 minutes. The pt was switched to another unit and therapy was continued. No pt injury was reported.